Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.5 x 20mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that stent detached and separated from the sds (stent delivery system). The stent struts were damaged; pulled and stretched. Based on the complaint report and the analysis performed the stent damage noted most likely occurred due to handling of the device during preparation and incorrect removal of stent protector. The folds were in a relaxed condition. The stent crimp force, the crimp temperature and the maximum crimped stent profile for the device all meet the specification. Based on the returned stent protector profile and the maximum crimped stent profile for this device shows there is no issues to note with the interaction between the two components. A visual and tactile examination found multiple hypotube kinks along the catheter length. A visual and tactile examination found a shaft polymer extrusion kink in the midshaft section, 95mm proximal to port entry site. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.50 x 20 synergy¿ stent, it was noted that the stent got separated when the stent protector was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. During preparation of a 2.50 x 20 synergy¿ stent, it was noted that the stent got separated when the stent protector was removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.